Event description:
Information received from the field notes that while the patient was out of town, she did not feel well and went to a local physician. The device was interrogated and found to be in back-up code c.